Event description:
Device malfunction: suture mislocation. Symptoms/ ae: cold lower limb ischemia, occlusion. Time of symptoms/ ae: after vessel closure. It was reported that a physician trained in the use the perclose proglide device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after the procedure, symptoms of cold lower limb ischemia developed. A doppler ultrasound revealed that the vessel was occluded. During surgical revascularization, it was noted that the suture was attached to the back wall of the vessel. The vessel was small, 4mm in diameter. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The proglide instructions for use (IFU) state, under special patient populations section, "the safety and effectiveness of the perclose proglide smc devices have not been established in patients with small femoral arteries (<5 mm diameter)."